Event description:
It was reported, that the customer went to the emergency room. And was subsequently, hospitalized, due to diabetic ketoacidosis, blood glucose reading over 600mg/dl, thoracic pain, dizziness, high blood pressure and elevated heart rate. The customer was treated with intravenous saline and insulin. And was discharged on (B)(6) 2024, with no permanent damage. Reportedly, the pump had shut off unexpectedly. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.